Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency. A CAPA, CAPA (B)(4), has been initiated to address the issues contributing to the late report of this event.

Event description:
The patient had previously received a positive result using a home pregnancy test. In (B)(6) 2017, the patient received two negative hcg results using hcg one step pregnancy test devices. Two subsequent blood tests were performed on the same day and produced positive hcg results of 250 iu/l and 170 iu/l.